Event description:
Four days after the index procedure the patient returned to the ER with chest pain. A repeat angiography was performed and demonstrated a total occlusion at the proximal end of the previously implanted cypher. A balloon angioplasty was used to treat the thrombus. A possible dissection occured distal to the original stent. Therefore, a 3.0 x 13mm cypher stent was deployed distal to the original stent to cover the dissection. The patient is in stable condition. There is question whether the patient was compliant with their plavix regimen.